Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Tandem technical support agreed to replace the pump, and the customer confirmed their understanding of how to put the old pump into storage mode before sending it back using a pre-paid label. In the meantime, the customer planned to use multiple daily injections to maintain insulin delivery.